Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") and salpingitis ("fallopian tube infection") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), abdominal discomfort ("pressure"), ovarian cyst ("ovarian cyst"), headache ("headaches"), menstruation irregular ("irregular periods"), irritable bowel syndrome ("ibs"), hypersensitivity ("allergic") and polycystic ovaries ("polystic ovaries"). The patient was treated with surgery (essure removal surgery and to remove essure). Essure was removed. At the time of the report, the outcomes for pelvic pain, salpingitis, abdominal discomfort, ovarian cyst, headache, menstruation irregular, irritable bowel syndrome and polycystic ovaries were unknown. The reporter considered abdominal discomfort, headache, hypersensitivity, irritable bowel syndrome, menstruation irregular, ovarian cyst, pelvic pain, polycystic ovaries and salpingitis to be related to essure administration. The reporter commented: discripancy noted in essure removal date : (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") and salpingitis ("fallopian tube infection") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), abdominal discomfort ("pressure"), ovarian cyst ("ovarian cyst"), headache ("headaches"), menstruation irregular ("irregular periods"), irritable bowel syndrome ("ibs"), hypersensitivity ("allergic") and polycystic ovaries ("polystic ovaries"). The patient was treated with surgery (essure removal surgery and to remove essure). Essure was removed. At the time of the report, the outcomes for pelvic pain, salpingitis, abdominal discomfort, ovarian cyst, headache, menstruation irregular, irritable bowel syndrome and polycystic ovaries were unknown. The reporter considered abdominal discomfort, headache, hypersensitivity, irritable bowel syndrome, menstruation irregular, ovarian cyst, pelvic pain, polycystic ovaries and salpingitis to be related to essure administration. The reporter commented: discrepancy noted in essure removal date : (B)(6) 2022. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of ptc. On 07-dec-2022: medical records received. Reporter information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and salpingitis ('fallopian tube infection') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), abdominal discomfort ("pressure"), ovarian cyst ("ovarian cyst"), headache ("headaches"), menstruation irregular ("irregular periods"), irritable bowel syndrome ("ibs"), hypersensitivity ("allergic") and polycystic ovaries ("polystic ovaries"). The patient was treated with surgery (essure removal surgery). At the time of the report, the pelvic pain, salpingitis, abdominal discomfort, ovarian cyst, headache, menstruation irregular, irritable bowel syndrome and polycystic ovaries outcome was unknown. The reporter considered abdominal discomfort, headache, hypersensitivity, irritable bowel syndrome, menstruation irregular, ovarian cyst, pelvic pain, polycystic ovaries and salpingitis to be related to essure. The reporter commented: discrepancy noted in essure removal date : (B)(6) 2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.